Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
(B)(6) 2017 pin lock was implanted. Pain be complained around (B)(6) 2018. The patient complaint heavy pain in a bath on the (B)(6). Confirmed by x - ray that it was fracturing in the plate part. Above event was reported already as tic00982 in forculcube. Below is further information. Remove the pin lock and implant the lag fix in the cavity of the pin. Inserted the gamma long as treatment, but since the u pin was wide open at the time of inserting the u pin, hit it by a hammer, but removed u pin and ganma all. So implanted another new size gamma.

Event description:
(B)(6) 2017 pin lock was implanted. Pain be complained around (B)(6) 2018. The patient complaint heavy pain in a bath on the (B)(6). Confirmed by x - ray that it was fracturing in the plate part. Above event was reported already as (B)(4) in forculcube. Below is further information. Remove the pin lock and implant the lag fix in the cavity of the pin. Inserted the gamma long as treatment, but since the u pin was wide open at the time of inserting the u pin, hit it by a hammer, but removed u pin and ganma all. So implanted another new size gamma.

Manufacturer narrative:
The reported event that u-blade set, ti gamma3® ø10.5x95mm was alleged of 'implant insertion / extraction - u-blade' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as which steps of the operative technique were followed, the patient's details, the surgeon's experience, as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, some possible root causes are, but are not limited to: the possibility that the lag screw was not placed perpendicularly to the handle of the taget device during the procedure, which could have hindered the smooth placement of the u-blade on its groove. The operative technique is clear about the importance of this step, since it is stated in the operative technique during the gamma3 rc u-clip insertion step: "note: the handle must be perpendicular to the targeting device, when the rc lag screw is in the final position.[...]" " another reason for hindered insertion of the u-blade could be a small bone chip that had entered accidentally in a slit of the lag screw resulting in unintended early resp. Unexpected wide spreading. Nevertheless, based on the above observations and on the sparse information given, the exact root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.